Manufacturer narrative:
The device was received by the resmed technical service center in moreno valley, california and an evaluation was performed. The evaluation determined that the user allowed the battery to deplete causing the alarm and black screen. The failure modes could not be reproduced during in-house testing after charging the battery. There was no fault found with the returned device. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an alarm resulting in a black screen. There was no patient injury reported as a result of this incident.